Manufacturer narrative:
(B)(6) 2011 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a standard f/u, no pt f/u memory data were available upon device interrogation, except the device statistic counters. At the end, the aida memory data feature was re-programmed. An explanation for this behavior was requested.